Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had damaged. Customer's blood glucose level was unknown at the time of incident. Customer stated that reservoir was damaged and reservoir was not locking in place when inserted into the pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and p-cap or reservoir locked properly in place. Device received with pillowing keypad overlay. No damage to the reservoir tube lip or retainer noted.